Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that they sent the suspect device in for repair months ago. However, our record shows that the product has not been returned to zoll for evaluation. The device will not be returning to zoll at this time.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure - 1175" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.